Event description:
A customer observed negatively biased vitros ast results on quality control and multiple patient samples when using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Biased patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The event investigation confirmed that a creatinine reagent cartridge was incorrectly identified as an ast reagent cartridge. The root cause was determined to be analyzer related. A specific sequence of events occurred such that the vitros 5,1 fs reagent management software misidentified the slide cartridge located in the slide supply. Acceptable ast results were obtained after the customer loaded an ast cartridge and was correctly identified. The FDA's (B)(4) district office has been notified of this issue.